Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 07/30/2020. A second lot# was also added: d.4 lot#: 20025691. D.4 device expiration date: 02/10/2023. H.4 device manufacture date: 02/10/2020. Investigation conclusion. Two 20041e sets were received for investigation; one from lot 20025691 in opened packaging with no signs of previous usage and the protective caps in place, and one without packaging with residual fluid in the line. Additionally a 5ml bd posiflush syringe was received to assist the investigation. A visual inspection of the sample received without packaging confirmed the customer's experience with a crack observed running along the length of the female luer, multiple craze marks were also observed; leakage was observed from the crack during a flush through. Functional testing of the sample in opened packaging was performed by connecting the returned bd posiflush syringe to the female luer of the 20041e; no leakage occurred, further more no cracks or damage were observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20025691 and 19096889 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the type of crack observed can be caused or contributed to by a combination of different factors, including over-torque of the component during connection with the male luer, use of a male luer that is not compliant to iso standards, or prolonged use of substances that are aggressive to plastics. From the information available it is not possible to speculate which of these factors were key contributors to the reported issue. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 20041e product in the past 12 months.

Event description:
It was reported that the t-conn w/ll & 1 vlv port experienced leakage. The following information was provided by the initial reporter: tube leak. Quantity = 1. After use, tube leak, so blood exposure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the t-conn w/ll & 1 vlv port experienced leakage. The following information was provided by the initial reporter: tube leak quantity = 1 after use, tube leak, so blood exposure.